Event description:
The lead was explanted due to a perforation.

Manufacturer narrative:
The lead was returned in two pieces. Analysis of the lead did not reveal any device condition that would have contributed to the reported lead perforation. A lead tip stiffness test was performed and was found to be within specification. The electrical characteristics of the lead were found to be normal. Further analysis noted several insulation abrasions on the helix end poortion, consistent with that produced by friction with another device.